Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 89 mg/dl, 212 mg/dl. Tests were done with <10 minutes with a difference of 72%. Customer's codes do not match meter to test strips and cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.